Manufacturer narrative:
The end user reported that the (B)(4) multi-function electrodes involved in this report are unable to be returned for eval. No other pt info besides sex was disclosed to bio-detek. The retain samples of lot 1711 were examined. The visual examination showed that there were no mfg defects and that the product was mfg according to spec. The retain samples of lot 1711 were tested according to normal qc release procedures. All results were within spec. An attempt has been made to obtain add'l info from the distributor, (B)(4), and from the end user, (B)(6). No further info has been received at this time.

Event description:
A report was received from an end user that during a rescue attempt on a cardiac arrest pt, a shock was delivered that did not capture. CPR was performed. An interrupted signal appeared on the monitor. A second shock was delivered that appeared to arc where a burnt smell was detected. CPR continued. The monitor was changed. A third shock was successfully delivered en route to the hosp. The pt later expired. The end user was using a lifepak defibrillator with (B)(4) multi-function electrodes.